Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced vomiting two times. The cgm reading was 176 mg/dl and bg reading was 387 mg/dl. They performed a ketone test using the ketone test strips and the result was "high". They took the patient to the hospital, at the hospital the patient was treated with IV anti-nausea medication, IV fluids, they performed blood test. The patient was discharged on the same day in afternoon. No other information obtained as unable to recall further. At the time of the report the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.